Event description:
It was reported that glue was observed to be overflowing on the dialysate port of a polyflux 170h. This event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, photos of the sample were provided for evaluation. The visual inspection of the four provided photos showed the product wet. Photo one and two showed the header area with the reported 'particle'. This was a welding flash and not a particle as reported. This can occur during the ultrasonic welding process and is a cosmetic defect that does not affect the product quality. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.